Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 filter was placed distal in the heavily calcified, left, superficial femoral artery to the proximal popliteal artery. Atherectomy was performed and the filter basket was full of debris. Resistance was met pulling the full filter into the retrieval catheter and was not fully encapsulated. Resistance was met with the 7 french sheath when the retrieval catheter was retracted. The filter mesh separated from the metal ring of the nav6. The separated segment was successfully snared out, but resistance was met with the sheath during removal of the snared filter mesh. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation of the filtration membrane and difficulty removing was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The emboshield nav 6 instruction for use states that the device is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It does not appear that using the nav6 in the sfa contributed to the difficulties. The difficulties were the result of attempting to pull a large embolic load in to the retrieval catheter. The investigation determined that the reported difficulties occurred due to case circumstances and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.